Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and immunodeficiency ("compromised immune system") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), immunodeficiency (seriousness criterion medically significant), swelling ("severe swelling") and joint injury ("left hip injury from coil migrating") with arthralgia. The patient was treated with surgery (essure was removed via hysterectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the device dislocation, immunodeficiency and swelling outcome was unknown and the joint injury outcome was unknown. The reporter considered device dislocation, immunodeficiency, swelling and joint injury to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced migration of implant (device dislocation) and compromised immune system (immunodeficiency), amongst non-serious events. Plaintiff underwent a hysterectomy and essure removal one year after insertion. Device dislocation is anticipated whereas immunodeficiency is unanticipated in the reference safety information for essure. During essure therapy, a device dislocation may occur. In this case, the exact time point and mechanism of device dislocation are not known, however, considering its nature, this event was considered related to essure. Immunodeficiency was not specified. Given the pathophysiology of autoimmune disorders and local action of essure at fallopian tubes, causality between compromised immune system and essure can be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') and immunodeficiency ('compromised immune system') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left was the most diffcult". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), immunodeficiency (seriousness criterion medically significant), swelling ("severe swelling"), joint injury ("left hip injury from coil migrating") and arthralgia ("severe joint pain, hip pain"). The patient was treated with surgery (essure was removed via hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, immunodeficiency, swelling, joint injury and arthralgia outcome was unknown. The reporter considered arthralgia, device dislocation, immunodeficiency, joint injury and swelling to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 16-feb-2017: social media received. Reporter was added. Event left was the most difficult added. Event hip pain club with arthralgia. On 23-mar-2020: processed with fu 3. On 23-mar-2020: processed with fu 3. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 16-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced migration of implant (device dislocation) and compromised immune system (immunodeficiency), amongst non-serious events. Plaintiff underwent a hysterectomy and essure removal one year after insertion. Device dislocation is anticipated whereas immunodeficiency is unanticipated in the reference safety information for essure. During essure therapy, a device dislocation may occur. In this case, the exact time point and mechanism of device dislocation are not known, however, considering its nature, this event was considered related to essure. Immunodeficiency was not specified. Given the pathophysiology of autoimmune disorders and local action of essure at fallopian tubes, causality between compromised immune system and essure can be excluded. This case was regarded as incident, as a surgical intervention was required. Based on the available information, a product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.